Manufacturer narrative:
Results: hand grips.

Event description:
It was reported by service report that the hand grips were loose and able to spin. Also, the extension springs and torsion springs were worn. No pt involvement or adverse consequences are reported.